Manufacturer narrative:
The insulin pump was received with minor scratched display window and missing the black oring/seal inside reservoir tube. The battery tube thread was cracked. The reservoir does not stay locked in place in the pump reservoir tube, due to broken reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that their reservoir compartment and their reservoir will not stay in the pump. Customer states the reservoir compartment is chipped. The customers blood glucose levels were 210mg/dl. Customer was advised to discontinue use of pump, and that it would need to be replaced. The insulin pump is being returned and replaced.